Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the reservoir and infusion sets had an air bubble anomaly. The air bubble anomaly was resolved through troubleshooting. It was also reported that the customer experienced a high blood glucose level of 476 mg/dl. They did not mention any symptom of their blood glucose levels. The customer will not return the device for analysis.